Event description:
The anesthesia staff placed a 22 gauge IV catheter in the patient's left foot. The catheter did not thread easily, but showed a good blood return. The staff attempted to save the catheter placement via seldinger technique. The decision was made to abandon the original IV site; blood return was not brisk. A new IV was placed in the patient's right hand. The foot IV catheter was removed without difficulty. When the IV catheter was removed, it was noted that the catheter was shorter. Pressure was immediately placed over the site and palpation of the catheter portion. A plastic surgery was contacted; and an incision and removal of the catheter was completed.what was the original intended procedure?IV catheter for medication and fluidsdevice #1is this a laboratory device or laboratory test?no